Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose value. The customer¿s high blood glucose level was over 300 mg/dl and low blood glucose value was 45 mg/dl. The customer treated high blood glucose with insulin pump and low blood glucose with syrup and food. Customer was unknown that if the insulin pump was in auto mode at the time of the incident. The customer also stated that the insulin pump had insulin pump error. Customer reports they were able to clear the alarm but not able to rewind the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with constant pump error 39 alarms during rewind due to moisture damage on electronic board stack. Unable to perform displacement test, prime or seating test, basic occlusion test, force sensor test and occlusion test due to pump error 39 alarms. Device passed sleep current measurement, active current measurement and self test. Moisture damage on motor assembly and on force sensor assembly.